Event description:
It was reported that during a coronary stent procedure, after several attempts, the physician was unable to cross a lesion that had not been pre-dilated. While retracting the system into the guide, he noted the stent had become dislodged on the balloon. The entire system was removed and the stent was located in the introducer. Pt status is listed as "okay".